Manufacturer narrative:
The device was returned and evaluated. The catheter was received opened in its original package. Examination revealed that the balloon did not inflate due to leakage from the inflation lumen near the distal end of thermal filament mid-form. Leakage occurred from a slit, about .03 inches long and extended underneath the thermal filament cover. A CAPA is in process for slit in catheter body related to balloon inflation.

Event description:
It was reported that the balloon did not inflate and balloon could not maintain inflation. No patient complications were reported.